Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that metal was coming out of the end during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that metal was coming out of the end during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.